Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated that the circumstances that led to the reported event was the implant of the battery in patient's hip woke patient up as it got really hot. Patient put on ice pack on it to cool down and that morning they called the clinician and the rep. The rep came out and programmed it to another lead wire and had that other one to stop working because it was draining the battery overnight. The issue was resolved and they were having the patient keep an eye on it. They will be seen in two months unless patient has trouble before that. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-dec-23 information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that since (B)(6), his device has been acting up his system went dead so he recharged it. He is now on d and 19.30 but now he cannot get it to go higher. Patient said he has been playing with it he got it to come on but can't switch nothing. Out of regulation (oor) message was reported. Troubleshooting was performed during the call and it was noted that the ins battery was very empty. Patient was confusing coupling boxes with ins battery fullness. Patient was successfully charging at the end of the call. Patient was going to continue to recharge and call back if he needed further support. No symptoms and no further complications were reported. On 2019-dec-26 additional information was received from the patient via manufacturer representative. It was reported that after an impedance check, electrodes 11 and 15 are out of range (>10000). Electrodes 8 (7538), 10 (9381), 12 (7460), and 14 (8814) are reading high. Patient also mentioned the battery was getting really hot and heating up hip and leg area and stimulator also turned off during sleep. He mentioned very quick battery depletion. The heating resolved upon reprogramming. Patient fell about 6-8 months ago, but oor just happened on the day of the report. The lead was reprogrammed with remaining electrodes. The issue was resolved. Patient's weight was asked but unknown. No further complications were reported.